Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use a bd saf-t-intima¿ IV catheter safety system malfunctioned as ¿intima disassemble without traction, between the patient and the access.¿ there was no report of exposure, injury or medical intervention needed.

Manufacturer narrative:
No samples displaying the condition reported are available for examination. We were unable to fully investigate this occurrence. A review of the device history records revealed no irregularities during the manufacture of reported lot number 7115938. We could not find the exact root cause of the issue since no sample or photo was returned for evaluation.